Event description:
It was reported that a filter arm detached from an ivc filter and embolized in the lung. There was no report of injury to the pt. Pending further info.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The device remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.